Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection by the unaided eye under normal plant lighting revealed abraded marks on the underside of the shaft. Using a verified ruler (black dot), the abraded marks were located approximately 6 mm away from the inflation line and 19 mm from the distal tip of the shaft. The device was leak tested. A leak was detected emitting from the area where the abraded marks were located. The returned device appeared to have rubbed against something sharp either inside or outside the trachea. The investigation did not identify a manufacturing defect with the returned device. A device history record could not be completed as no lot number was received.

Event description:
It was reported that leakage was found when the tracheostomy tube was in use with patient on the 16th day of use. This problem was solved by replacing with a new bivona 67ha70. The operator of the device was a health professional. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
D4. Lot number, expiration date, and h4. Manufacture date are unknown; no information has been provided to date. D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.